Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the ptfe pad of the device was partially severely worn. And there is a slit on the wearing point of the ptfe pad. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the wearing of the ptfe pad occurred since the user continued activating output for an extended time after the tissue already cut. And the slit of the ptfe pad occurred since the surgeon activated with grasping something hard, a thin metal. The instruction manual of sonosurg mentions warning and caution. Do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section and the probe or cause them the detach. Do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment.

Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device was severely worn. There was no pt injury reported.